Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that occlusion occurred on 12 occasions while using ll vlv adpt (stand alone). The following information was provided by the initial reporter: the reported feedback suggests that there is an occlusion. During the injection, the nurse found that the push could not be moved, the connector was not unblocked and the drug could not be injected.

Event description:
It was reported that occlusion occurred on 12 occasions while using ll vlv adpt(stand alone). The following information was provided by the initial reporter: the reported feedback suggests that there is an occlusion. During the injection, the nurse found that the push could not be moved, the connector was not unblocked and the drug could not be injected.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 09/22/2020. Investigation conclusion: two 2000e china samples were received for investigation with an opened packaging from lot 19075409; no signs of residual fluid was present in the samples. In order to assist the investigation, the customer provided a video of the affected sample; analysis of the video confirmed the customer's experience with an occlusion observed during attempts to aspirate from the smartsite using a luer slip syringe. A visual inspection of the received samples did not identify signs of damage or manufacturing defect which could have contributed to the customer's experience. The samples were subjected to testing by connecting a 50ml bd plastipak syringe from bd stock to each smartsite component and flushing; the customer's experience was not replicated as no occlusion or flow resistance was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 19075433 and 19075409 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite device in the past 12 months. H3 other text : see h10.